Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that it's been probably 2 weeks since they were having trouble recharging the implant. Pt mentioned normally the implant runs down every 3 to 4 days down to maybe 50% but this time it's been over a week, and a half and the implant went down slightly. Pt said they wanted to make sure if the stimulator was working or not. When asked, pt confirmed they were on group b and the stimulation was on. Pt mentioned the stimulator seemed to be working but doesn't seem to be working. Agent reviewed ins battery depletion and redirected them to the doctor (hcp) and medtronic (mdt) rep to further address.